Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. No product was returned.

Event description:
On (B)(6) 2013, it was reported that the patient's blood glucose levels have been elevated during the night. She thinks her infusion device does not deliver insulin properly. The patient performed troubleshooting with her nurse and endocrinologist and no problems were found. However, the patient still feels that the device delivers incorrectly. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.